Event description:
It was reported that during the preparation for a stenting treatment procedure, the stent dislodged outside of the patient. While the physician pulled the stylet protector off from a 3.0x20mm veriflex stent while outside the patient, the stent dislodged from the stent delivery system. The procedure was completed with another device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).